Event description:
Customer reports receiving an error 6 message on her precision xtra blood glucose meter and was unable to test. She states that she lost consciousness while driving and was in a car accident. She reports being seen at a local hospital, treated for serious injuries sustained in the car accident and being diagnosed with diabetic ketoacidosis. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product was received and investigated and the customer's complaint was not confirmed, the calibration issue was not observed.